Event description:
According to the autopsy report, the cause of death was determined to be "massive" chf. The patient was a participant in the avert. Patient was rehospitalized in 1999 with "mild" chf that was resolved with furosemide and diuresis. In 2000, echo showed mild to moderate aortic regurgitation and a possible "small" paravalvular leak; however, the patient was noted to be "doing well" and no medication changes were made. In 2000, "tee" indicated a "well seated valve" with a "large" paravalvular leak and "severe" left ventricle dysfunction, and reoperation was anticipated but noted to be "high risk". Pt was treated with a course of antibiotics despite the absence of fever and chills and amlodipine and spironolactone were started. A "tee" 12 days later revealed "significant" aortic regurgitation, and the patient subsequently expired at home later in 2000. At autopsy, the valve was intact with "evidence of some space in the paravalvular area where paravalvular leak likely occurred". It is unknown if the valve was explanted at autopsy.